Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal plate of the jaw lifted up from the silicone jaw during use. The jaws were closed when inserting tool, but unsure if the tips were pointed up. No parts broke off the device. Therefore, there was no need to retrieve anything from the leg. There was a delay to open a new device. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from " (B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 09/23/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000414494 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.